Manufacturer narrative:
Analysis of the analyzer alarm trace gave no indication of an issue. The performance and precision testing results were all acceptable except for tsh calibrator 1 result. The tsh result was 6.60% which should be less than 5%. This result, along with the measuring cell carryover increasing, is an indication that the measuring cell is due to be exchanged. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys pth stat immunoassay (pth stat) result for 1 patient sample tested on a cobas e 411 immunoassay analyzer. The initial pth stat result was 1404 pg/ml, with a data flag. The initial result was released outside of the laboratory, but the doctor believed the result was possibly a false high result. A new sample was collected and tested on (B)(6) 2018 with pth stat results of 305.8 pg/ml and 312.8 pg/ml. Both results had data flags. The doctor believed the pth stat result of 305.8 pg/ml to be correct. The original sample was then retested on (B)(6) 2018 with pth stat results of 404.5 pg/ml and 295.4 pg/ml. The customer had stored the original plasma patient sample at 4 degrees celsius. Product labeling states that plasma samples are stable for 3 days when stored at 2-8 degrees celsius. There was no allegation of an adverse event. The pth stat reagent lot was 26050001 with an expiration date of 31-dec-2018. The investigation is currently ongoing.

Manufacturer narrative:
Qc performed on the day of event was acceptable.